Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was noted to be dislodged at proximal left side. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure the surgeon fired the device across stomach tissue for the first firing with a green reload and heard a noise. He then removed the device and when he observed the staple line it had formed staples on the remnant side but on the sleeve side of the staple line there were four staples that were malformed. Due to the first firing there were no clips or staples present in the area. The patients bmi is unknown. The surgeon sutured over the tissue where the malformed staples were and then used a second like device to complete the procedure. There was no patient consequence reported.